Manufacturer narrative:
Analysis found no fault or malfunction with the device. The patient interface has been received in good condition, there was no deviations found. The device has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that there was a defect on the device. There was no known patient impact.